Event description:
It was reported that the procedure involved a very tortuous circumflex artery that was 50% stenosed. Predilatation was performed with a non-abbott 2.5x12 balloon catheter and a non-abbott 3.0x12 balloon catheter. The device was prepped outside of the patient. After a failed cross attempt, and upon removal, the stent dislodged in the vessel (no resistance was reported upon removal) and another stent was used to embed the dislodged stent to the vessel wall. The lesion site was treated with balloon angioplasty only. Reportedly, there was a delay in the procedure; however, the patient is doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Difficulty crossing the lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the stent delivery system (sds) or the stent implant, interactions with other devices, or accessory device support, and is not generally associated with a product quality deficiency. In addition, potential factors that can effect stent dislodgement within the body may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation, an interaction with the patient anatomy and/or a previously implanted stent or from an interaction with accessory devices. To ensure the reported difficulties are not the result of a manufacturing deficiency, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent placement and a sampling of units is destructively tested to verify stent dislodgement force. Although the return of the xience v sds may have assisted in determining a conclusive cause, there was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to experienced difficulties. The stent likely interacted with the heavily tortuous anatomy during advancement/retraction such that the stent became disrupted on the balloon and dislodged into the vessel. The reported device embedded in vessel or plaque, additional therapy/non-surgical treatment, and delay in treatment appear to be secondary effects of the reported stent dislodgement as another stent was deployed to implant the dislodged stent to the vessel wall and the treatment of the lesion site with balloon angioplasty. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a product quality deficiency.